Manufacturer narrative:
(B)(4). (B)(6). Product not returned and batch unknown. The CT scans were reviewed during the complaint investigation: overall fit and alignment of the implants is appropriate. Osteopenia is seen. There is lucency at the bone cement interface of the tibial component, consistent with loosening. Streak artifact from the right total knee arthroplasty limit evaluation. No indications of subsidence, poly wear debris, dissociation of implants, corrosion, osteolysis with the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Batch not communicated

Event description:
It was reported that after the implantation the patient had pain and the surgeon did a CT scan. Based on the CT scan he thinks the tibia is loosening. Currently he is waiting if the symptoms of the patient are changing. So far a revision did not take place.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device was not evaluated as the batch number was not communicated and the product was not returned. The device will not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not be reviewed as the item and lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that after the implantation the patient had pain and the surgeon did a CT scan. Based on the CT scan he thought the tibia was loosening. Currently he was waiting for the symptoms of the patient were changing.